Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced a significant amount of bleeding. The patient was previously on blood thinner medication but discontinued before the procedure. The target nodule was 1-1.5 centimeters (cm) in size in the distal part of the right middle lobe (rml), close to the pleura and fissure, and a biopsy forceps was used during the procedure. After the biopsy was taken the physician examined the biopsy site using a regular bronchoscope and observed a lot of bleeding coming from an unspecified vessel in the rml. Another physician was called in to assist, and suctioning was performed for 20 to 25 minutes, lidocaine, and epinephrine were administered. To help control the bleeding a balloon blocker was placed in the bronchus intermedius at level of the rml takeoff. The patient's oxygen level dropped to 68% at some point but returned to normal after the bleeding was controlled. The estimated blood loss was 350 cc. The procedure was eventually completed, although there was a delay of more than 30 minutes. The patient remained intubated and admitted to the intensive care unit (ICU). The physician believed the ion did not cause or contribute to the bleeding. There was no device malfunction associated with the event.

Manufacturer narrative:
Based on the current information provided, the cause of the bleeding cannot be determined. There was no device malfunction associated with the event. System logs were not available for review. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.